Event description:
It was reported that the patient presented feeling short of breath and lethargic on exertion. It was also reported that the patient was not feeling "right" for about 6 weeks, but did not associate the symptoms with the device. The device had reached eri (elective replacement indicator) in (B) (6) 2009, and was pacing at vvi 65 bpm. It was also reported that there was premature battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The event occurred outside the us. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.